Event description:
Report received indicated that during a percutaneous transluminal angioplasty the balloon was unable to inflate. There was no consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.